Event description:
It was reported that the pump was explanted as it "never worked right". Many different types of medication were tried, per this reporter. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).